Event description:
It was reported to vyaire medical that the vela ventilator has alarms vent inop (vent inoperable) , motor fault, low pip (peak inspiratory pressure), low ve (minute ventilation), xdcr fault (transducer fault) and high pip (peak inspiratory pressure) when the unit was powered on. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.